Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. It was reported that a recent follow up CT scan revealed a possible type iii fabric endoleak in the ipsilateral limb of the bifurcate stent graft. The physician relined with an endurant 16x16x124 extension stent graft and the endoleak resolved. Approximately two weeks later, another endoleak near the flow divider of the bifurcate was observed. The patient received treatment. The physician elected to implant an endurant 28mm aui and an endurant 16 mm limb stent graft. The physician also implanted four aptus endoanchors to ensure the stent grafts were fully opposed to the vessel wall. The final angiogram showed no endoleaks. Per the physician, the cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of returned cta's and 3d recon study report done 13 years and 6 months post index procedure revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The proximal infrarenal neck diameter measured 26 mm, with presence of mild thrombus and calcification. The proximal stent graft od measured ~ 28mm. The aortic body and infrarenal neck were angulated 45 deg, l-r. The ipsi limb was implanted into the distal right common iliac artery. The contra limb was implanted into the contra gate, and extended with three additional limb extensions distally into the left common iliac artery. The max abdominal aortic aneurysm diameter measured 6.8 cm. The right in-graft diameter measured 15 mm. The right common femoral artery diameter measured 8 mm. The right external iliac artery diameter measured 7 mm. There was no significant presence of calcification in the common iliac arteries. The limbs were essentially straight within the sac. A disruption in the ipsi limb of the bifurcate was seen. The disruption was located ~35 mm below the flow divider of the bifurcate. Contrast was seen outside of the stent graft, feeding the aneurysm sac from a possible type iii fabric endoleak. No stent graft kinks, compression or other stent graft issues were observed. The reported disruption after the ipsi limb was relined was not visualized in the films provided. The exact cause of the disruptions in the ispi limb of the bifurcate leading to type iii fabric endoleak could not be determined from the films provided. The anatomy at implant and earlier follow-up images were not available for review. Films during and post-intervention which relined the ipsilateral limb were not available for review. The films that showed the disruption after the ipsi limb was relined was not provided for review.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.